Event description:
"Drill and/or attachment got very hot in surgeon's hand" was stated on the repair order. On follow up with the hosp, it was reported that the surgeon finished the case using this set up. Drill was not so hot that he could not hold it. It was reported that other surgeons used the equipment often and have never complained. They have a high volume of usage for the midas equipment. No pt/user injury occurred.